Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/29/2014 with the following findings: a review of the black box indicated loss of prime had occurred. The pump successfully completed a rewind, load, and prime sequence with no alarms occurring. The pump was exercised for 24 hours with no alarms occurring. The force sensor calibration was within specifications. The pump casing was opened and the force sensor flex was observed to be cracked. Unrelated to the complaint, investigation revealed that the display screen was faded and discolored and the battery compartment was cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. It was reported that the pump repeatedly emitted loss of prime warnings despite cartridge changes. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.